Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: there was evidence of moisture contamination inside the battery compartment. A battery compartment crack was observed in the thread area. The returned battery cap was able to fully tighten, however, the coin slot on the top of the battery cap was observed to be damaged. Due to moisture contamination inside the battery compartment, the pump intermittently powered on with both the returned battery cap and a test battery cap, which prohibited further testing. Multiple power reset events were observed in the black box. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the display was blank and there was no auditory or vibrations to the pump. The reporter denied damage to the battery cap and moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.